Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The printed circuit assembly (pca) gsocs kit was replaced to resolve the issue. Block a: no report of patient involvement. B3 incident date unknown legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was an error resulting in loss of auxiliary oxygen during service. There was no patient involvement.